Event description:
It was reported that during use, the dermahook broke. "The surgeon did a methodical sweep and an x-ray was taken. Radiation exposure was needed to ensure that all broken pieces were retrieved". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). From the attached pictures it was confirmed the defect reported by the customer "broken hook". However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. Per DHR the product dermahook 1/2 hook 10 pkg/bx 6 hks/pkg lot# 73g2400253 was manufactured on 07/10/2024 a total of (B)(4) pieces. Lot was released on 07/24/2024. DHR investigation did not show issues related to complaint. Failure mode "broken hook" could be confirmed with a picture attached. However, it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause and corrective actions. If the complaint samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use, the dermahook broke. "The surgeon did a methodical sweep and an x-ray was taken. Radiation exposure was needed to ensure that all broken pieces were retrieved". No patient harm or injury. The patient status is reported as "fine".